Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter, described as ¿a plastic bubble¿ was found on the side of a bd nexiva¿ closed IV catheter system before use. There was no report of injury or medical interventions.

Manufacturer narrative:
Investigation results: DHR review - all relevant samples and challenges were performed per specification and in accordance with the in-process sampling plan on this batch. Qn database review - no reject activities related to this defect were found for this batch. Eura review - the cause of the defect is identified in rm5796 rev 14(m) nexiva p-eura. Based on the customer's verbatim description, the effect of the defect was clinician dissatisfaction with negligible severity of s1. Occurrence of this defect for this batch is remote (=10 ipm). With neglible severity and remote occurrence, the risk to the end user is acceptable. Sample analysis - a photo of the defective unit was submitted by the customer, but no sample was received for testing and evaluation. Visual examination of the photo showed a foreign matter adhered to the catheter tubing, adapter, and tip shield. The foreign matter was determined to be adhesive used in the manufacturing process. The customer's experience was confirmed. The cured adhesive observed was introduced during the manufacturing of the catheter unit from excessive adhesive built up on the machine. Qn corrective action scm-251 has been initiated to address this issue. Severity is negligible and occurrence remote. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.